Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. No causes or potential causes to the customer's reported problem were found during the device history report (DHR) review. A product sample was received for evaluation. Visual and functional testing were performed. No external damage. There was an invalid syringe size alarm in the history. The technician performed load syringe and flow test, which reported issue was duplicate. The root cause of the reported issue was found to be the size was out of calibration. Recalibrated the size and that cleared up the problem. Replace size pot as a preventative measure.

Event description:
It was reported that the syringe barrel clamp issue occurred. No patient injury was reported.